Manufacturer narrative:
Corrected data: in the initial summary report the word "vmsr" was not included in the exemption/variance number field. Manufacturer narrative - device evaluation: seven (7) investigations were completed during the reporting period. The devices were not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending was performed. Records showed devices met specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H10 -list of all lot numbers of the devices and quantity: 24459171, 23630120, 23630122 (x2), 24130024 (x2), 22255665, 22062546, 24491683, 20439782, 23246670, 24740588, unknown. Thirteen (13) investigations were completed during the period. A review of the records related to the device that included labeling, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 25 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Ten (10) investigations were completed during the period. All products were returned. - two (2) investigations - visual inspections of the returned products did not reveal any obvious defects or damage. Functionality test were performed, and the result were found not within specifications. The reported events were confirmed. - eight (8) investigations - visual inspections of the returned products did not reveal any obvious defects or damage. Functionality test was performed, and the result was found within specifications. The reported events were not confirmed. A review of the records related to the devices that included labeling, manuals, trending, and device history record (DHR) showed that the devices and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: three (3) investigations were completed during the period. The product was returned and evaluated. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality test was performed, and the result was found not within specifications. The reported event is confirmed. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: two (2) investigations were completed during the period. For one device visual inspection revealed that the tubing was kinked/twisted. It is not know when or how the tubing got damage. The complaint was confirmed. For one device visual inspection revealed that the tubing from the fluid reservoir assembly to the suction ring assembly were inverted. The reported event is confirmed. A non-conformance was initiated to address the reported issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.